Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. Additionally, a review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism of the compact air drive device was blocked. It was further determined that the reverse trigger was locking. It was observed that the device had excessive dirt and oxidation internally due to failure of cleaning and lubrication. It was further determined that the device failed pretest for check triggers for forward/reverse mode, check for excessive noise, check reverse locking mechanism and check attachment coupling with attachments. It was noted in the service order that the reverse pin was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the (B)(6) in 2018. The actual month was not specified. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.